Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, missing o-ring and a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the plastic around the reservoir compartment broke and the reservoir no longer locks in place. The customer mentioned that the pump has been dropped. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.